Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received a photo for investigation. The image depicts an unused butterfly device with marks indicating areas where the device allegedly failed; however, this appears to be an example and does not provide evidence of the reported defect. Retained samples could not be tested as the batch number is unknown. A DHR review could not be completed as the batch number is unknown. This complaint is not confirmed for the indicated failure mode: damaged. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using [bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the tubing of the device. No adverse impact was reported regarding the patient or user.